Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Customer reported that when a PICC had to be flushed they noticed saline coming out of the insertion site. PICC was drawn 2 cm and a hole was detected in the catheter. They trimmed the PICC and put on a new connection. Customer reported that the tip of the PICC "went shorter than normal."